Manufacturer narrative:
Attempts to obtain add'l info as well as the return of the event device have been unsuccessful. Should add'l info become available or the device returned for eval, the investigation will be reopened.

Event description:
Pt died during transport. Family members indicated while transporting the pt to the doctor, they turned to check on pt and noticed pt had turned blue. Family members indicated the vent did not alarm. Reporting source stated they were not sure how accurate the info is. Device was with the coroner at the time of the report. The coroner reported the pt was having problems the night before and the morning of the pt death which the device was alarming for. The pt was being transported to the doctor due to these problems.